Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. During a routine follow-up visit, it was observed that there were two non-sustained ventricular tachycardia episodes stored. One episode was a true 1:1 ventricular episode with no noise observed. The second episode which occurred in september, showed pronounced noise on this right ventricular (rv) lead, and shock channel, as well as noise on the related atrial lead. This was sensed in both channels. During the in-clinic assessment, isometric maneuvers were performed, which continued to show some noise on the atrial channel; however, this time it was not sensed by the device. Additionally, there was no noise seen or sensed on the rv lead during isometric contractions. Technical services were consulted for further review, confirming the clinical observations, and recommended adjusting the atrial sensitivity above the noise amplitude. It was noted that the sensitivity in the atrial channel is nominal. It was also suggested to test the lead integrity and to consider monitoring the patient remotely. This rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. During a routine follow-up visit, it was observed that there were two non-sustained ventricular tachycardia episodes stored. One episode was a true 1:1 ventricular episode with no noise observed. The second episode which occurred in september, showed pronounced noise on this right ventricular (rv) lead, and shock channel, as well as noise on the related atrial lead. This was sensed in both channels. During the in-clinic assessment, isometric maneuvers were performed, which continued to show some noise on the atrial channel; however, this time it was not sensed by the device. Additionally, there was no noise seen or sensed on the rv lead during isometric contractions. Technical services were consulted for further review, confirming the clinical observations, and recommended adjusting the atrial sensitivity above the noise amplitude. It was noted that the sensitivity in the atrial channel is nominal. It was also suggested to test the lead integrity and to consider monitoring the patient remotely. This rv lead remains implanted and in service. No adverse patient effects were reported. Additional information was received that advised the right atrial (ra) lead and this right ventricular (rv) lead were surgically abandoned and replaced during a routine device revision. The physician noted the new device, and ra lead was placed without issue. The new ra lead and this rv lead were inserted into the new device and all measurements were satisfactory on the electrogram (egm). As the physician was about to place the device in the pocket, he noticed a break in this rv leads insulation a few centimeters distal to the suture sleeve. The physician suspected lead-on-can abrasion and elected to place a new lead. The new rv lead and ra lead were successfully placed with no complications. Outside of the revision, no adverse patient effects were reported.